Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the enteral feeding tube leaked fluids after it was successfully placed in the patient. There was no injury to the patient.

Manufacturer narrative:
A device history record review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. One decontaminated sample with lot number 62921864x was received for evaluation. After performing functional inspection, it was observed that the device did not present any leaking into enfit connectors. The issue was not confirmed therefore a root cause could not be determined. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.